Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that their g5 transmitter would not pair with their g5 application on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(4) 2016. Complaint for g5 transmitter not pairing with g5 application could not be confirmed. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed reports for this complaint, it was noticed that the device evaluation on the first follow-up was for the receiver (lot #5204317, serial # (B)(4)) which was being used at the time of event. A visual inspection was performed and no defects were found. Functional testing was performed and the receiver comes up in "tiny booter mode". The customer complaint could not be confirmed with the returned receiver. The transmitter which is the complaint device, was returned for evaluation. Functional testing was performed and the test failed. The reported event of bluetooth connection between transmitter and g5 mobile app issue was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the customer complaint was not confirmed. A root cause could not be determined.